Event description:
The customer reported that the mechanical lithotripter became lodged in the common bile duct of the pt because the stone retrieval basket could not be closed during lithotripsy. The basket was removed during subsequent surgery and there was no pt injury.